Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2020-04-10: it was further reported that the rv lead was potentially fractured. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high bipolar impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.